Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected hardware low level failure alarms noted during testing however, the formatted history file confirmed hardware low level failure alarm. Problem isolated to the electronic assembly as per global logic analysis. Unit received with cracked keypad at select button. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm occurred twice. The customer stated they were able to clear the alarm and were able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump returned for analysis.